Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. Date of issue is an approximation. The patient's mother reported that the patient passed out when she put the dexcom system on the patient. The patient's mother did not provide event details. No additional patient information is available.